Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with high pacing impedance exhibited by the right ventricular lead. Further information was requested but not received.